Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3986a, lot# n117035, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3986a, lot# n116685, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
Supplemental submitted to correct the missing outcome attributed to the event.

Event description:
It was reported that the implantable neurostimulator (ins) had not been working for a year. The patient was experiencing no stimulation. It was determined that the ins was in over-discharge, and the cause of the over-discharge was because of patient error in charging. It was noted that the patient¿s recharger was version 2.5 and did not have al test. It was recommended that a physician mode recharge would need to be done. There was a power on reset (por), and it was removed and attempted to jump start. There were also telemetry issues. The patient wanted the ins replaced. The manufacturing representative was going to discuss that with the physician. 5 days later, they were waiting for the patient to schedule a replacement surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.